Event description:
Physician withdrew the needle from the pt; the needle bent; caused internal bleeding. The pt was re-hospitalized to stop the bleeding. Further discussion with the customer revealed that the pt was doing well and had not sustained any "ill effects" as a result of the incident. The customer refused to return the product sample for purposes of investigation.